Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device (ccd) has been damaged, leading to a malfunction, that the image cannot be transmitted normally causing no image. The specific root cause of the damaged ccd could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not attach or detach the camera head or video scope while the product is turned on. Safety precautions for camera head and vibration with the product power on 10 removal of visera pro video system center otv-s7pro deoscope may destroy the image sensor. Turn off the product before attaching or detaching the camera head or video scope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image does not appear when using the hd autoclavable camera head. There were no reports of patient harm. There was no further information given by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty charge coupled device (ccd) or imaging element. The cable was buckling and the coupler was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.